Event description:
The user stated on (B) (6)2009, all calcium results began recovering high, so she recalibrated, then all calcium results began recovering low. The tech calibrated, and all calcium results were normal until (B) (6)2009, when the calcium began recovering low. The user provided 11 examples of patient results, of which 9 were found to be discrepant. All results are in mg per dl. From (B) (6)2009: sample 1 initial result was 13.2, repeat on the same analyzer was 13.9, repeat on the other c501 was 10.7. Sample 2 initial result was 5.9, repeat on the same analyzer was 5.9, repeat on the other c501 was 9.2. From (B) (6)2009: sample 3 initial result was 5.0, repeat on the same analyzer was 5.1, repeat on the other c501 was 8.3. Sample 4 initial result was 5.6, repeat on the same analyzer was 5.8, repeat on the other c501 was 9.1. Sample 5 initial result was 5.8, repeat on the same analyzer was 5.8, repeat on the other c501 was 9.1. Sample 6 initial result was 3.8, repeat on the same analyzer was 3.7, repeat on the other c501 was 7.1. Sample 7 initial result was 5.6, repeat was 8.9. Sample 8 initial was 6.5, repeat was 9.9. Sample 9 initial result was 5.4, repeat on the same analyzer was 5.4, repeat on the other c501 was 8.7. The erroneous results had been reported. No patients were treated on the results, as correct reports were generated immediately after noting the event.

Manufacturer narrative:
The field service representative determined there was improper dispense of reagent caused by a misaligned reagent probe, and noted the probe appeared to have been bent during operation or maintenance, and was rubbing on its cleaning station. He realigned the reagent probe so that it no longer scraped the rinse station. To verify the analyzer performance, he ran qc twice with all results within specifications.